Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt did not think their controller was working because they could charge their ins and the ins battery would only go down to 80% when it use to go down to 20% every night after having it on all day. The pt was having pain in their leg and when they went to turn intensity up they could not do anything for they got settings not available when trying to turn intensity up. Pt only stayed on group a and when trying to go higher than 1 that was when they got the message, normally they could go to 2.8. During call pt verified no recent falls or traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported a settings not available message. They have an appointment for july 10th at 9:30 am. Pt stated they have only been getting about 20% charge from their implant per day. Agent sent an email to the field. On (B)(6) 2024 pt called back and said they didn't hear from any reps since their last call, and has an appointment today at 930am and wanted to make sure a rep would be there and would like a call back. Rep responded to email, stating that no one will be available this late notice. Called pt back and told them to call hcp to see if they can page a rep. Provided nas number. Additional information was received later the same day from a healthcare provider (hcp) reporting that they spoke with the pt regarding their controller 'not working'. The caller said the pt notified the caller earlier that she was told the rep was not going to be able to attend their appointment. Agent reviewed briefly with the caller that this message on the controller is not indicative of a controller issue but rather the ins should be evaluated by doc and/or rep. Agent confirmed reps do not do 'house calls'. Agent advised reaching rep, the caller noted they did not know who their rep is. As agent was about to provide the case/nas number, the caller said an mdt rep just came into the facility for a different patient with a different provider and she is going to speak directly to them. On 2024-07-12, additional information was received from the manufacturer representative (rep) reporting out of regulation (oor) or "settings not available". Stimulation was not able to be adjusted. No troubleshooting was done and the cause was unknown. The issue was ongoing. The patient was going to let the rep know when their next appointment with their pain physician was. The manufacturer representative indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the rep noted there were high impedances, 9-40,000. There was a loss of stimulation and a return of pain. The rep reiterated the settings not available message. The rep reprogrammed around affected electrode and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.